Event description:
It was reported that the patient had pain at his neck incision and could see the lead wire under the skin. The patient had been implanted over a year prior to this report. Per the surgeon, the patient's anchor was very close to the surface of the skin and there was a lot of fibrosis around it that was causing the patient pain. The surgeon removed the area of fibrosis and the anchor tether that was holding the electrode just under the skin. The surgeon believed this was causing him the most pain and trouble. The surgeon thought that the anchor was the cause of this patient's protrusion. The surgery was both for patient comfort and to preclude a serious injury. No further relevant information has been received to date.